Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at reservoir lip ring. The customer¿s blood glucose level unknown. Customer reported that the battery compartment was damaged. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.